Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a routine pulse generator replacement procedure, poor electrical values on the chronic right ventricular lead we noted. Impedance had dropped sharply. The physician believes that he may have damaged the lead during the procedure. Lead settings were reprogramming and acceptable electrical values were seen. The patient was not dependent on the system and the choice was made to continue monitoring the patient.

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2014 as impedance values were still low.

Manufacturer narrative:
Final analysis found an insulation abrasion at 25.3 to 25.9cm from the electrode tip which exposed the outer coil. The damage found was consistent with friction against another device and could be responsible for the electrical issues observed in the field. Surface abrasions to the lead were also noted at 37.5 to 40.0cm from the tip electrode.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.